Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were severely calcified and moderately tortuous. It was reported that approx one week after the stent graft was implanted, the pt returned with an iliac limb occlusion. The limbs were not crossed during the implant procedure. The physician elected to perform a femoral-to-femoral bypass, which resolved the occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results - (graft occlusion). (Severely calcified and moderately tortuous).